Manufacturer narrative:
The cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the cr maintained contact with the patient following implant. On november 1, 2019, the complaint specialist documented the following: on (B)(6) 2019, the patient went to get a magnetic resonance imaging (MRI) and reported to be 'electrically shocked' by the device. The patient reported uncomfortable stimulation from the back to toes. The patient also further reported their leg was weak following the imaging tests. The device remains in use and no further complications were reported. The labeling of the device indicates the MRI conditions for the freedom-8a receiver stimulator which only applies to a single device implanted. No further information was available for this issue. The stimulators were reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
Stimwave quality has investigated the details for a report of shock/jolt during MRI reported to stimwave on november 1, 2019, by clinical representative (cr), in the united states. Cr became aware of this issue on november 1, 2019.